Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:30:15. During night drain cycle six, the patient's ultrafiltration reading was 1637ml, indicating the home patient (hp) drained 1257ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1637 ml during therapy initiated on (B)(4) 2012 20:30, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(4) 2012 20:30. A partial fill was delivered during fill 6 of 6 of 1370 ml, which was less than the expected tidal volume of 1520 ml. Review of the event log revealed the cycle 6 drain was completed on (B)(4) 2012 at 4:49 and the user's actual drain volume during cycle 6 was 3005 ml. The actual drain volume of 3005 ml is 158% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.